Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator didn't work. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Per product support, the medical service left a note on the device indicating ¿broken down¿. The biomedical has tested the device and it works perfectly. The biomedical engineer looked at logs file and he didn¿t see any error. No problem found with the unit. The v60 has returned to the service.